Event description:
It was reported that the surgeon said the pt had severe groin pain. He performed the surgery and discovered the cup was loose. The primary surgeon was done, and it was also discovered the pt had a biolox delta 32mm head and an alumina ceramic insert. After speaking with office personnel, I was made aware that the explanted cup was involved in a recall.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info become available, it will be reported on a supplemental report.